Manufacturer narrative:
The patient dob and initial date of implantation was not reported. This report is submitted on august 1, 2016, by cochlear limited on behalf of cochlear americas. (B)(4). Implanted device remains

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4).